Event description:
Reporter indicated that pt experienced an increase in seizures following an increase in programmed parameters. The pt was implanted in 2002 and the device was activated 3 days later at 0.25ma output current. In 07/2002, the output current was increased ot 0.50ma. In august 2002, the pt had 43 seizures and the output current was increased to 0.75ma. In september 2002, the pt had 67 seizures and the output current was increased to 1.25ma. Programmed parameters were decreased in 10/02 after which the pt's seizure frequency began to decrease. For 4 days, the pt had only had 8 seizures. The pt's medication regimen has remained constant since 06/02. Additionally, pt's post-ictal period has improved and the duration of the seizures has decreased. Pre-vns, the pt averaged approximately 25 seizures per month.